Manufacturer narrative:
Date sent to the FDA: 04/07/2009. Blade dull/poor cutting. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form.

Event description:
It was reported that a pt underwent a gynecological procedure in 2009. During the procedure, the device seemed dull and was cutting very slowly from the start of the case. The blade was not touched with metal instruments prior to the problem. The case was successfully completed using the device with no adverse pt consequences.